Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had moved and was checked via chest x-ray, and the physician decided to reimplant the device. This device remains in service. No additional adverse patient effects were reported.